Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new transmitter not giving readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a pairing failure. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a new transmitter not getting readings is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.